Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related issue due to improper technique as the pump came out of position in the lv and was unable to be re-advanced.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump delivered for a patient with cardiogenic shock and cardiomyopathy. After 66 hours of support the pump came out of position in the left ventricle and was unable to be re-advanced. The cp was explanted and new cp pump was placed. The 2nd pump supports while patient continues to be evaluated for a left ventricular assist device. The patient survived the event.